Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard console (B)(4) displayed a mid09 (air trap assembly) error message. No known impact or patient consequence was reported.

Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at the customer site, the event log was reviewed and the data recorded multiple mid09 (air trap assembly), confirming the reported event. The console was evaluated and upon disassembly, found a damaged airtrap sensor block which caused a mid09 error message. The issue was resolved after replacement of the airtrap sensor block. The console was functionally tested and passed all final testing criteria without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).